Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The consumer reported conflicting results with the binaxnow covid-19 antigen self-test on kitted nasal swab samples on (B)(6) 2022. The consumer initially tested in the morning of (B)(6) 2022 and received a positive result. The consumer retested on (B)(6) 2022 and received a negative result. No additional information regarding patient health status or outcome was provided.

Manufacturer narrative:
Investigation report: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 193624 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for kit part number 195-160 / lot 202146 and device part number 195-430h/ lot 195617. The lot met the required release specifications. A review of the complaints reported as false positive and false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 193624 showed that the complaint rate is (B)(4) respectively. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample.